Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 89, 136 mg/dl. Tests were done within 11-20 minutes with a difference of 37%. Pt did not experience any adverse events. No further info has been reported.